Manufacturer narrative:
The actual device has not been received by the manufacturing facility. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason (B)(4) was used in the conclusions section of h6. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up # 2 to provide the sample evaluation results as well as provide the di portion of the UDI number. The actual device has been received by the manufacturing facility for investigation. The catheter and a guide wire were returned in the state of being separated from each other. The catheter was visual inspection and found that the distal segment had been cut and the segment from the cut end had been elongated. The total length was measured and found approximately 255mm to be missing. Due to the shaft having been elongated, however, the exact missing length cannot be determined. The cut end was inspected under magnification and electron microscope. The outer layer was found to present a ripped configuration and the inner layer and stainless reinforcement had been elongated and exposed. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturing specification. The stainless steel reinforcement was inspected under magnification and electron microscope. The distal segment was found to have become thinner toward the cut end. The tensile strength of the catheter shaft was determined on the undamaged segment and confirmed to meet manufacturing specification. The guidewire was inspection and found that the distal segment had been deformed. The outside diameter was confirmed to meet manufacturing specification. Simulation testing was conducted on a sample from the involved product code. The sample was trapped at the distal segment and in this state, it was pulled in the withdrawal direction slowly until it became cut. As a result, the stainless steel reinforcement and the inner layer became exposed and the shaft was elongated. The damage to the sample was confirmed to be similar to that on the actual sample. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the actual sample was subjected to a pulling force which exceeded the product strength resulting in the reported fracture. The device labeling does address the potential for such an event in the instructions-for-use (IFU) which states the following: "if any resistance is felt, do not remove the catheter by force. Withdraw the catheter carefully together with the guiding catheter. Removing the catheter by force may result in the catheter breakage/separation, which may necessitate retrieval." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
D4: UDI number not required for this product code/lot# combination. The actual device has not been received by the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted within 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint history files confirmed no previous reports for the involved product/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the distal end of the micro catheter was missing. Follow up communication with the user facility confirmed the following information: the case was a pediatric patient receiving a partial splenic bead embolization using no drug loaded beads, boston sci, 350-500 microns; a 2.8fr co-axial progreat was used through a cordis 6fr c1 catheter to navigate a tortuous splenic artery to be able to selectively deliver bead embolization; the procedure had gone well and approximately 50-65% of the spleen was occluded without issue; the assisting doctor attempted to use the progreat with the 0.021" gt wire in to selectively cannulate a tortuous side branch; resistance was encountered and the progreat did not advance and began kicking out the c1 catheter; it was noticed after this attempt that the progreat was kinked near the distal end; there was some resistance withdrawing the progreat and wire; after inspecting the progreat on removal the distal end of the micro catheter was missing; the piece was visualized on fluoro in the splenic artery; the assisting doctor decided to end the case as the target % for embolization was achieved and the doctor did not want to do any damage to the vessel trying to retrieve the fragment of the progreat micro catheter; after the case the doctor commented that the wire and catheter may have gone sub-intimal, kinked, and then detached when they tried to withdrawal it, it could have also become kinked and detached against the c1 catheter tip because of the acute angle; and the patient's condition was good after the case.